Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Not returned to manufacturer.

Event description:
It was reported that the sutures of the anchor broke during insertion. No adverse events have been reported as a result of the malfunction. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.